Event description:
The patient reported that her blood glucose was elevated to 197 mg/dl and she found that the piston rod was not seated correctly in the insulin cartridge. The insulin cartridge had been in use for 2 days. She changed the insulin cartridge. She stated this issue also occurred 2 times in 2008. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.